Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00051. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit restarted and alarmed while on a patient. It was reported there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they had installed a new central processing unit (cpu) printed circuit board (pcb) for repair and requested option enable codes. The rse provided the customer with option codes and confirmed the customer installed the options successfully. The customer installed the option to enable codes to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.